Event description:
The user facility reported that light head 1 of a harmony dual light system went out during a surgical procedure. Light head 2 remained operational during the remainder of the procedure. No injuries were reported and the procedure completed without delay. Subsequent procedures were cancelled as a result of the event.

Manufacturer narrative:
A steris service technician arrived on site to inspect the light head and determined the control board needed replaced. The technician replaced the control board and tested the light head for proper operation. The light head was confirmed operational and returned to service.